Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of report, customer had not taken any action to address bg level. The customer declined further assistance from tandem technical support regarding the issue.